Manufacturer narrative:
During servicing, the assembly was removed from the pump, cleaned, and reassembled. The device was then confirmed to be working as intended. A review of the device serial number history did not identify any similar complaints. The reported failure mode was confirmed, and the probable cause was determined to be component failure. The failure was identified and corrected during servicing performed by a third-party service provider. Reference to complaint#: (B)(4).

Event description:
Intuvie received a report from right way medical indicating that, during preventive maintenance (pm), the free-flow clamp had a loose spring. Additional information received indicated that ¿the free-flow clamp at the bottom of the pump was stuck open a little bit, and the screw that holds the brass bushings was loose.¿ no patient involvement was reported.